Event description:
It was reported that prior to an unknown procedure, the handpiece wouldn't work. The handpiece was swapped with another handpiece, and the case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead to activation issues and worked as expected. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.